Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/03/2015, the reporter contacted animas, alleging that there was an inaccurate delivery of insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: investigation was unable to confirm the issue in the pump history as the data from the date of the complaint has been overwritten. Total daily dosages did add up correctly and reflected the programmed basal rate target. During the actual testing, the ez-prime steps were performed correctly and the pump correctly reflected 24 units after a 24 hour duration test at 1 unit per hour rate. In addition, no errors, alarms or warnings occurred during the investigation. The device was found to be delivering insulin per normal operation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.